Event description:
The customer reported that an iris/corneal burn occurred during the first case of the day, a cataract procedure. A small wound burn was noted during the initial groove. The handpiece was checked, and no occlusion was found. The handpiece was then reinserted, and the case was completed without any further complication. Five sutures were used to close the incision. Additional information has been requested; however, the customer has declined to return the questionnaires.

Manufacturer narrative:
The facility did not have a service request performed on the system. Per the surgeon's request, they declined to provide additional information, and will not send any samples for root cause analysis. A review of the complaint, service, and manufacturing history data file for the system indicates that there have been no additional complaints, service requests, and preliminary review records (prr) related to the reported event. A trend review of thermal injury complaints indicates that there has been no recent adverse trend. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.